Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform skewed or misaligned), and physical damage to the connector pins. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication and led anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced loss of communication between the pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and transmitter is not blinking anymore. No harm requiring medical intervention was reported. Mmt-7841zn was requested and the device was returned.